Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat lesion in the internal carotid artery. The emboshield nav6 device was advanced and the filter deployed. Resistance was met retracting the delivery catheter from the anatomy. After applying force, the catheter was able to be removed. The procedure was completed using the same nav6 device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.